Event description:
On (B)(6) 2011, an 8mm x 25cm gore® viabahn® endoprosthesis with heparin bioactive surface was implanted to reline a gore hemobahn® endoprosthesis placed in the popliteal artery due to a leak over the knee. On (B)(6) 2014, the patient presented with another leak in the same region as the previous leak. An 8mm x 5cm viabahn device was implanted to repair the leak. It was stated that the physician believes that the viabahn has fractured or torn twice in the same spot. It was reported that the patient does lawn bowling three times a week.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The imaging evaluation stated that contrast is seen pooling outside of the lateral margin of the device in this view of the popliteal artery. Contrast is seen outside of the device at the level of the proximal end of the femoral condyles. Image detail does not allow for evaluation of wire fracture or tear. The contrast is seen outside of the device on the run at 18:43, and on the next available run at 18:46 there does not appear to be contrast outside of the device. Ballooning is completed in 2 locations. The final angio does not appear to demonstrate contrast outside of the device as previously seen. The device remained implanted; consequently, a direct product analysis was not possible.